Event description:
Report received from abbott international affiliate (abbott argentina) of an overdelivery: the report states"...[ai] rep became aware of an adverse event (hemodynamic complications with bleeding) which occurred at a hosp in a kidney transplant pt who was being delivered cyclosporine through an abbott pump. Two abbott employees called on the hosp & found out that the device was working properly, therefore, was left at the hosp. Dr. Head of ICU unit, agreed in that the event was due to an overdosage of cyclosporine (not to the pump itself)....no formal complaint has been placed...."another dr faxed a device complaint report on 4/18/2000 with the following malf/event: "no claims were formally presented to abbott by the ICU head or physician in charge. The event was just commented by a nurse. The drug involved was not abbott cyclosporie...no info on settings, delivery data, pt data, medical history, action taken. Pt outcome not given." There was no additional info available.